Event description:
The user received erroneous ise results for 5-6 patient serum samples. Of the data provided, the results for one patient sample and the results from a pooled serum sample were discrepant. For the patient sample, the initial sodium result was 172 mmol/l, the repeat result was 134 mmol/l. The initial potassium result was 7.2 mmol/l, the repeat result was 5.2 mmol/l. No erroneous patient results were reported and no patients were affected due to the erroneous results. A sample from patient pooled serum was tested for precision with sodium results of 126, 134,134, 135 and 136 mmol/l. The lot number of the sodium and potassium electrodes were not provided. The field service representative determined the cause was old pinch ise pinch tubing, salt crystals around the ise tubing and the reference reagent was in the position of the ise direct reagent. He replaced the ise tubing, cleaned the ise unit and placed the ise direct reagent in the proper position. He verified the analyzer operation by running diagnostics checks, calibration and qc.